Manufacturer narrative:
An internal investigation was performed. Investigation results: findings from past investigation despite numerous tests, the issue was never reproduced internally. The investigators have worked on customers¿ material (full system back-up, concerned patients¿ samples, customer¿s reagents). The problem occurs randomly at several customers¿ sites. To date biomérieux is still monitoring the incidence of this issue. As the software delivers invalid results, there is no risk of false results and the potential impact would be delay of result if user cannot get valid results with repeated tests, or when user had no alternative solution in short time. Despite the root cause not being identified, as an improvement, logs will be added to have more information into the next version of vidas 3 software (version 1.4). This version will also embed software change to improve behavior and workaround the consequence of the problem. The new software version can be implemented at the customer site. Conclusion: no root cause identified. The issue is not reproduced internally. There is no increasing number of complaints for similar issues.

Event description:
Intended use: vidas (B)(6) igg is an automated quantitative enzyme immunoassay for use on the vidas family instruments for the quantitative measurement, of (B)(6) in human serum, using the technique elfa (enzyme linked fluorescent assay). Results interpretation: (B)(6) the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). Issue description on 09-aug-2021, a customer from (B)(6) reported to biomerieux that they observed invalid results for three patient samples tested with vidas (B)(6) igg 60 tests, lot 1008464750, expiry date = 03-nov-2021) using vidas® 3 system (ref. 412590, serial number (B)(4)). On (B)(6) 2021, the tested patient samples were flagged invalid by vidas 3 system due to an error message ¿3004xsft1 error¿: the system alerted the customer that the samples are overdiluted when in fact they were not diluted at all and that retest is necessary after reducing the dilution factor. It is reported that calibration and controls were valid before each test. As a consequence of this issue, there were delayed results of over 24 hours for these 3 patients. No further information was available about the patients' clinical status. Note: reference 30204 is not registered in the united states. The u.s. Similar device is product reference 30204-01.